Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds the physician noted that the was was kinked at the proximal end. The physician continued to use the wds and deployed it in the laa. The device did not meet release criteria and was fully recaptured then removed from the patient. A new was and wds was used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.